Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a procedure, due to stitching gun fired failed, the front end sheet of the needle was broken can not be removed from the patient.¿ the instruction for use was not reviewed as the device information is unknown. An exact root cause cannot be determined without evaluation of the device and factors unrelated to the manufacture or design of the device that could have contributed to the event cannot be provided due to unknown device information.

Event description:
It was reported that during a procedure, due to stitching gun fired failed, the front end sheet of the needle was broken can not be removed from the patient. Backup device was available to complete the procedure. Significant delay was reported and a patient injury was reported.